Event description:
It was reported that during the second hour into a da vinci-assisted distal pancreatectomy surgical procedure, a message stating the system was starting to overheat was displayed. Approximately 2 to 4 minutes later, the endoscope's light turned off. The system was hard power cycled and the system functioned normally for another hour when the surgeon made the decision to convert the procedure to open due to the size of the patient's tumor. No injury was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the system overheating was not related to the conversion. The surgeon went into the procedure anticipating possibility of converting/aborting due to patient tumor size. The patient tolerated the conversion with no injury or post-operative complications to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system was starting to overheat and the light source turned off, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the illuminator because the lamp did not turn on and the double camera controller (doco) was replaced for communication issues between the doco and illuminator. The system was tested and verified as ready for use. The doco was returned for failure analysis but the reported failure could not be replicated. The doco was connected to a da vinci si test system. The blue led and the fan was working once the system powered on. The test camera head shows good images in both eyes. The doco passed communication, white balance, and auto-3d calibration test. Conducted 10 power cycles and let it idle for 30 minutes. No problems were found with the doco. This doco came back with the illuminator (sn# (B)(4)). The issue could be related to that unit. The illuminator was returned for failure analysis and the reported failure was confirmed/replicated. The illuminator was installed into a da vinci si test system and failed to turn the lamp on with error 48240 meaning a communication failure. This complaint is considered a reportable event due to the following conclusion: the surgeon converted the procedure to open after the start of the procedure due to the patient's anatomy and the illuminator light source stopped functioning.